Event description:
Reporter alleged the label on the test strip vial of strips used with the blood glucose monitoring device has been "rubbed off." Reporter stated no actions or treatment was received as a result of the alleged event. A request has been made for the return of the suspect device and replacement product was sent.